Manufacturer narrative:
This report is submitted on october 8, 2020.

Event description:
Per the clinic, the patient experienced an infection and extrusion, and subsequently was treated with oral and topical antibiotics (date and duration not reported). The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device on the same date.